Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the air/water-nozzle and at the distal end (including the surface of the objective lens). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: possible causes of the foreign matter attachment include insufficient pre-cleaning and rinsing of the inside of the ducts, and insufficient drying due to buttons not being removed when the endoscope was stored. As cellulose fibers are a component derived from gauze, etc., it is possible that gauze may have fallen off during reprocessing, but the source could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. These events can be detected or prevented by following the instructions for use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.